Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-21933. Related manufacturer reference number: 2017865-2021-21935. Related manufacturer reference number: 2017865-2021-21936. It was reported that a patient presented in-clinic. Upon examination, the patient's device pocket exhibited wound dehiscence, tenderness, redness, and signs of infection. A pocket revision had been performed a week prior to the event to address a device pocket hematoma. The entire system consisting of the patient's pacemaker, right ventricular, right atrial and left ventricular leads were explanted on (B)(6) 2021. Patient was in stable condition throughout the procedure.